Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the device history record, and labeling. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 5. Precautions 5.1 precautions: general no claim is made that the aquabeam robotic system will cure any medical condition or entirely eliminate the diseased entity. Repeated treatment or alternative therapies may sometimes be required. A root cause for the reported event could not be determined. Per the aquabeam robotic system instructions for use, no claim is made that the aquabeam robotic system will cure any medical condition or entirely eliminate the diseased entity. Repeated treatment or alternative therapies may sometimes be required. Based on the review of the information obtained plus a review of the DHR and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2020, a male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). On (B)(6) 2022, the patient reported to procept biorobotics corporation that approximately six (6) months post-aquablation procedure, he began experiencing a decrease in urine flow. The patient was seen by a medical professional and diagnosed with a prolapsed bladder. The patient was advised to consult a urologist professional for further evaluation. No further information is available on this event.